Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 814:04, and determined the root cause to be an out of calibration air in line printed circuit board. This device is a stay-in device and will not be repaired. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4), a service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).

Event description:
The facility representative reported a colleague infusion pump which experienced failure code 814:04. It is unknown when or at what point in the process this event occurred. Device evaluation determined that this condition interrupted delivery. No patient injury or medical intervention was reported. The user interface module master software version (B)(4) which is classified as remediated. No additional information is available.